Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lfj6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037. Serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported a loss of therapeutic effect. The patient was experiencing retention and only urinated twice a day. Increasing stimulation to 4.0 v did not resolve the issue. The patient had pain in their left buttocks, back, rectum, knees, and the back and front of their legs. The pain was everywhere from their belly button down. The patient had a stabbing pain in their vagina and bladder. The trial had worked great for the patient. The patient had only been showed how to increase stimulation, not change programs. While on the call, the patient was able to confirm their stimulation was on and had four programs to choose from. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.